Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that before cataract surgery an intrepid irrigation and aspiration tip of the centurion cassette pack was broken when opened. Patient impact was not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened angled (irrigation and aspiration) I/a tip was returned for the reported issue of a broken tip. The returned sample was visually inspected and was found to be non-conforming with the polymer I/a tip broken in two pieces at the cannula area that enters the over molded hub. No evidence of over torquing was observed, and the hub ribs were not twisted in a spiraling motion. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned non-conforming sample was received opened. How and when the I/a tip became damaged cannot be determined from this evaluation; therefore, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4).